Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c anchoring plate was deformed and an roi-c cage fractured during surgery. A second plate and cage were used to complete the surgery and there was no patient impact; however, there was a 20 minute delay to the procedure. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed a small portion of a fractured plate was returned. Root cause: this event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2025-00055.

Event description:
It was reported that an roi-c anchoring plate was deformed and an roi-c cage fractured during surgery. A second plate and cage were used to complete the surgery and there was no patient impact; however, there was a 20 minute delay to the procedure. This is report one of two for this event.